Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer was dispatched and reported that he found moisture in the line and performed the condensation removal procedure. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use. (B)(6).

Event description:
The customer stated that the intra-aortic balloon pump (iabp) alarmed with maintenance required code #3. This event occurred during service/testing by the customer. No patient involvement or adverse event has been reported.